Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to the manufacturer.

Event description:
It was reported that during a total hip replacement procedure, the cartridge blade broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported the procedure was completed successfully.

Manufacturer narrative:
It was initially reported that the device was available for evaluation, it was since reported that the blade is not available. The quality investigation is complete. Device not returned to manufacturer for inspection.

Event description:
It was reported that during a total hip replacement procedure, the cartridge blade broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported the procedure was completed successfully.